Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had pump error alarm. Customer's blood glucose value was 84 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and self test. Unit had displayable history crc check failed on startup alarm in alarm history file. Displayable history crc check failed on startup alarms due to corrupted history files. Insulin pump received with cracked battery tube thread noted.